Event description:
The customer has reported that the system was clinical use at the time of this event, the procedure had ended; the pt was exiting the pt support couch and was positioned feet first, supine. When the pt was getting off the table she caught her leg on the bracket which is attached to the pt support where the biopsy joystick support is attached. She was attended to by the doctor site, but went on to receive further treatment upon discharge from hospital.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).